Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed a broken shear pin. Function test could not be conducted, due to device damage. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this event is application of excessive force when attempting to puncture through tissue. The potential cause of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a left shoulder arthroscopic rotator cuff repair case was converted to an open procedure because the spring on the suture-passing device broke in the patient during use. The surgeon retrieved the spring, but was unable to grasp the suture with the broken instrument. The surgeon then substituted a competitor's suture passer as a back-up device, but was unsuccessful in completing the case with it. The case was then converted to open and completed successfully. Follow-up with the reporter provided information that the patient has not yet been seen for his post-op visit, but there have been no complications she is aware of. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.